Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. It was also reported that the right ventricular (rv) lead exhibited intermittent loss of capture. The rv lead was reprogrammed to maximum output. The rv lead and right atrial (ra) lead were later inactivated and replaced on the left side. No further patient complications have been reported as a result of this event.